Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure physician was unable to place stylets freely in and out of the lead. The lead was removed and replaced with a different lead. It was also reported that during implant of the right ventricular (rv) lead, the tip of the lead was deployed before operator extended, and the tip was bent. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.